Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5064991. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that pink safety shield of 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter attached to the tube stopper detached during activation. Customer reported ten instances. No injury or medical intervention.